Event description:
It was reported the patient has had a loss of therapeutic effect since (B)(6) 2012. The patient saw her physician and per x-ray, her leads were okay. The patient used to be able to feel the wire and when she went through security she would get zapped, but that wasn't happening anymore. The patient was not aware of any accident or incident related to this. It was also reported that the patient was not able to make adjustments both with or without the antenna attached. The patient indicated that her physician told her the battery should last 6-8 years. She was directed to contact her physician. The patient outcome was indeterminate at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v251861, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).